Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failures were confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: an electrical problem with the video connector board or contact points. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited error e315 and no image during inspection for use in an unspecified procedure. There were no reports of patient involvement.